Event description:
It was reported that during an unknown surgical procedure the attachment device was "wobbling". It was unknown if a spare device was available or if the planned surgical procedure was completed without delay. It was unknown to the reporter if the surgical procedure was completed successfully. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.(B)(4).